Manufacturer narrative:
(B)(4).

Event description:
A lead migration was confirmed by diagnostics tests. The pt has not experienced any symptoms. There was no known accident or incident related to this complaint. He was at home in good condition. Additional info has been requested.